Event description:
Patient admitted through ER with evolving inferior mi. Emergent arteriograms reveal lesions of 90% ostial rca, and 70% proximal to origin of rv branch and 100% just distal to origin of rv branch. Pre-dilation of mild rca with 2.5x15 maverick, and 2.5x24 taxus otw deployed at 15atm. For 15 seconds. A 2.25x16 taxus atom otw was then passed through first stent and deployed just distal to it at 15 atm. For 15 seconds. A 2.5x20 taxus otw deployed just proximal to first stent at 15 atm. For 15 seconds. All of the stents were then post-dilated with a 2.75x20 quantum maverick otw. A 3.0x20 taxus otw stent was then deployed in the ostium of the rca at 18 atm for 15 seconds. Final injections show 0% residual stenosis with brisk distal flow. Arrival to ccu at 0300. Worsening hypotension, bradycardia and v-fibrillation. Pt taken back to cath lab for re-look at 0500. Films reveal 100% total occlusion of previously stented proximal and mid rca. An attempt to pass angiojet was unsuccessful. The vessel was then dilated with 3.0x20 quantum maverick otw. Attempt to pass angiojet unsuccessful. Guide catheter exchanged, and thrombectomy performed with angiojet. Following thrombectomy, there was no apparent thrombus. Patient returned to ccu intubated, temporary pacemaker, and iabp in place. Asa 325 mg po, heparin bolus and drip per protocol, and plavix 600mg po given during and prior to first procedure. Reopro bolus and drip per protocol started in ccu prior to return to cath lab.